Event description:
The pt reported that approximately in 2006 her blood glucose values were in the 500's mg/dl range. She reported that 1 week later, she went to see her physician and her blood glucose value was 512 mg/dl and her urine test came back at 1000 for ketones. She reported that she felt "very bad" and was nauseous. She reported that when she noticed her blood glucose values elevated, she administered a bolus to reduce her blood glucose values. The pt reported that her physician felt that the insulin infusion device must not be working correctly for her blood glucose values to be that high. The product was requested to be returned for evaluation.